Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the ipg was unable to communicate with external devices. The end of service (eos) message was triggered. Surgical intervention may be pending.

Event description:
Further follow-up indicates the ipg was explanted and replaced. Issue resolved.